Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: smartablate tubing, catalog # sat001, lot # acg48451. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where coagulum was found stuck to the tip of the catheter. While preparing for the tubing set for irrigation, bubbles were found inside the tube. Flushing did not remove the bubbles, so the tubing set was changed. Finding bubbles in the tubing is an expected part of procedural setup, and the since the tubing set was exchanged after flushing failed to remove the bubbles, the potential that this could cause or contribute to an adverse event is remote. This was not an MDR reportable event. Later in the procedure, pulmonary vein isolation was performed with the smart touch catheter. Upon removing the catheter from the patient¿s body, coagulum was found attached to the catheter tip. Power output never exceeded 30 w, and temperature/impedance values remained normal during the case. No other abnormalities were noted. The procedure was completed without patient consequence. It is unknown if the patient exhibited any neurological symptoms post-procedure. The generator was being used in power control mode with power values between 15-30 w. An unspecified coagulant was used. No error messages presented on any bwi equipment during the procedure. Coagulum exhibits poor adherence to catheters and sheaths, making it a potential source of patient injury. As a result, this event is MDR reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 02/08/2018.  The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where coagulum was found stuck to the tip of the catheter. While preparing the tubing set for irrigation, bubbles were found inside the tube. Flushing did not remove the bubbles, so the tubing set was changed. Finding bubbles in the tubing is an expected part of procedural setup. Since the tubing set was exchanged after flushing failed to remove the bubbles, the potential that this could cause or contribute to an adverse event is remote. This was not an MDR reportable event. Later in the procedure, pulmonary vein isolation was performed with the smart touch catheter. Upon removing the catheter from the patient¿s body, coagulum was found attached to the catheter tip. Power output never exceeded 30w, and temperature/impedance values remained normal during the case. No other abnormalities were noted. The procedure was completed without patient consequence. It is unknown if the patient exhibited any neurological symptoms post-procedure. Product investigation summary: the returned device was visually inspected and it was found in normal conditions, no coagulum/clot was observed. Per the event, the catheter was tested for electrical performance and stockert compatibility and the catheter was found within specifications. Then, per the reported event, a cool flow pump test was performed and the catheter passed specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. Manufacturer's ref # (B)(4).